Manufacturer narrative:
This is the same event as 3010536692-2015-01955.

Event description:
Allegedly, patient was experiencing mom complications.additional information received 10/23/2015: patient's orgianl surgery information.